Event description:
It was reported that the user experienced poor glucose control while using the ilet, including hypoglycemia to 39 mg/dl for approximately 2 hours and hyperglycemia up to 401 mg/dl for approximately 6.5 hours, during which the device alerted for high and low glucose; lows were treated with oral glucose and highs decreased over time on ilet, after which the healthcare professional advised the user to stop using the device. Symptoms included hypoglycemia, hyperglycemia, and sweating. Outcomes included no need for outside assistance and no hospitalization. Investigation included review of available reports, field team consultation, and internal assessment. Investigation of this case revealed no device alarms beyond routine glucose alerts and no confirmed device malfunction, and the cause of the glycemic excursions remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.